Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lump/nodule, capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported "pain", "a kind of lump", "capsular contracture baker grade unknown" and "seroma". This record is for the right side. Device remains implanted.